Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. Failure analysis placed the instrument on an in-house is3000 system and it was driven; recognition and engagement testing passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A needle was grasped and passed through a foam block without experiencing slippage. The functional performance testing did not find any issues. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .085 - .130 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the mega needle driver instrument graspers were not grasping on to the needle. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.